Event description:
It was reported that the patient fell and fractured a femur below the previous gamma nail. Surgeon removed the short gamma nail and inserted the long gamma nail to address the new fracture.

Manufacturer narrative:
Evaluation summary: the reported event indicated that the initial implant(s) had fulfilled its / their tasks without any damage. No deviation was found during review of the manufacturing documents and the risk files. Referring to the event description that the patient suffered from an additional bone fracture after a fall it was concluded that the event was not caused by a deficiency of the device. The reported information did not allege any deficiency in the identity, quality, reliability, safety, effectiveness or performance of the device. The event was not caused by any deficiency of the device(s) but was rather patient related.

Event description:
It was reported that the patient fell and fractured a femur below the previous gamma nail. Surgeon removed the short gamma nail and inserted the long gamma nail to address the new fracture.

Event description:
It was reported that the patient fell and fractured a femur below the previous gamma nail. Surgeon removed the short gamma nail and inserted the long gamma nail to address the new fracture.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device not returned.